Event description:
A recalled, four year old, atrial, j-wire, bipolar, retractable screw pacemaker electrode (lead) of a different MFR was being extracted because the j-wire had fractured and was protruding through the outer insulation. After successful positioning of the locking stylet and advancement of a teflon dilator sheath set, the distal tip of the electrode came free of its endocardial attachment. However, the very tip appeared to be joined to the chronic ventricular lead by fibrin. The teflon outer sheath was replaced with a polypropylene outer sheath in an attempt to free the electrode tip. Because of the distended condition of the lead, constant tension along the entire lead body was difficult to maintain as the outer sheath was advanced. At this point, slight prolapse of the vein was noted and the pt's blood pressure fell. The pt was immediately taken to an operating room but resuscitation was unsuccesful. An examination found a three inch tear in the innominate vein.